Manufacturer narrative:
The lot number was manufactured august 08, 2018 - august 09, 2018. The actual devices were not available; however, two (2) companion samples were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port cap at the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the port. The leak was discovered during product preparation. There was no patient involvement. No additional information is available.